Event description:
Patient reported having trouble with her freedom pump during her last infusion. Solicited call. No additional information. Unknown issue with pump. Unknown pump serial number. Unknown if product on hand for return to manufacturer. Unknown pump make and manufacturer. Unknown if adverse event occurred due to pump issue. Indication: nonfamilial hypogammaglobulinemia, combined immunodeficiency, unspecified. And disorder involving the immune mechanism, unspecified. Did the product issue cause or contribute to pt or clinical injury? Unk. Is the actual device available for investigation? Unk. Reported to (B)(6) by pt/caregiver.